Event description:
It was reported by service report that the foot end cross brace was bent causing the height adjusment rack to bind up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.